Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had changes in therapy. There was a loss of stimulation reported to feel like the patient's stimulation was shutting off and back on again by itself while the patient was walking. The patient also stated that they were having erratic therapy described as "one time it felt like it slowed down and then sped up again on its own." This was reported to occur intermittently starting in (B)(6) 2016. Additional information has been requested regarding interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.